Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for surgery: bladder outlet obstruction, incomplete bladder emptying, urinary incontinence, and cystocele. Procedure (s) performed: ureterolysis, removal of mesh suburethral sling, cystocele repair, prosthetic mesh cystocele support, pubovaginal sling, repliform, excision of suprapubic scar, revision of suprapubic scar and retropubic ureterolysis. Complications post mesh revision along with additional implant surgery: on (B)(6) 2007 mixed urinary incontinence ¿ planned for pubovaginal sling with tutoplast. (B)(6) 2007: intrinsic sphincter disease. Interventional surgery: (B)(6) 2007: underwent cystoscopy and intraurethral collagen injection under general anesthesia. Complications post interventional surgery: on (B)(6) 2008 urinary incontinence and intrinsic sphincter deficiency. Planned to place a cadaveric fascial sling with capabilities for postoperative adjustment of sling tension. Additional implant surgery: on (B)(6) 2008 underwent pubovaginal sling and cadaveric fascia (tutoplast) under regional anesthesia. Co mplications post additional implant surgery: (B)(6) 2009: uti status post cholecystectomy - discontinue keflex. Start flagyl (B)(6) 2009: flank discomfort and questionable uti. Finished cipro. (B)(6) 2011: multiple urinary bladder complaint with self-catheterization.